Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had taken antibiotic and did not go to her healthcare provider. She indicated that she thought it was an infection and it had resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had pain in their back and they felt like they were in labor, it may be an infection. The patient was redirected to their healthcare professional (hcp) to determine the cause of the pain. [Refer to pe (B)(4) for information regarding the patient having to lean forward when urinating to empty their bladder and the issue with being unable to feel stimulation].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.